Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. The customer declined to upload pump data for review and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 209 mg/dl.